Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had been constantly failing. A field service engineer (fse) checked the latch wire harness connections and tighten them up to create a better connection. Then fse tested the opening and closing of the tower door multiple times and checked all towers during the process. The fse had the customer log into the medstation application and inventory the medications behind tower. The fse had manually failed the tower door using the column release lever. The customer was able to recover all towers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door was constantly failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.